Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after receiving six shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that the six shocks were due to t-wave oversensing. Two inappropriate device charge where the shocks were diverted also were observed and noted to be due to t-wave oversensing from amplitude changes. The patient was hospitalized. An exercise test was completed to asses capture, an echocardiogram and lab tests were also performed. Ultimately the sensing configuration was changed to primary and therapy zones were increased. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.